Event description:
Procedure type: anterior resection. According to the reporter: they used the balloon during a lap anterior resection for 10mm scope insertion. He has used this trocar for more than 4 years. For the beginning of the surgery, the trocar functioned normally, while after an hour, the balloon part was broken suddenly and the trocar cannot anchor to the pt abdominal wall. He had to open another new device in order to finish the surgery.

Manufacturer narrative:
(B)(4).